Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had parts that were finally replaced after being in the hospital for 3 days as a result. Customer's mother stated that now those parts are not working. No additional information provided.